Event description:
Foley would not deflate. Attempt to aspirate with 18 gauge needle. Cut cath above valve, still no deflation. Urology consult directed to "instill 200 cc ns via drainage port and clamp, pull foley out till tension from balloon felt, insert wire via balloon inflation port and puncture ballon, unclamp foley and attempt to remove." Balloon punctured on first attempt. Foley could not be removed until one hour later, evidently due to the slow leak taking time to empty balloon through tiny puncture. Balloon appeared intact to gross visual exam. No apparent pt injury. Pt give dose of IV gentamycin per urology orders.